Manufacturer narrative:
Medwatch submitted on (B)(4), 2012. Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(6) study included in the labeling for saline breast implants. Device labeling address the event of seroma as: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pts = 1.0%. (Other complications). Swelling = 7.1%.

Event description:
Received a medwatch (B)(4) form on (B)(6), 2012 with a report from the healthcare professional reporting "pt removed her implants, after the development of left pero-implant seroma, capsular contracture, baker grade unknown and lymphoma" and a right side implant removal, no complaint against the device. "Left breast capsule was resected and positive for alk negative anaplastic large cell lymphoma." The healthcare professional provides test results and reported "pet was negative and bone marrow biopsy was negative for malignancy." Pt is currently undergoing chemotherapy to "eradicate residual disease, which will be followed by external radiation therapy to involved field of left breast." Multiple attempts have been made to gather device and additional information, however to date there has been no additional information provided.